Event description:
It was reported that the patient presented to the emergency department. Upon review, the right ventricular lead exhibited loss of capture, far p-wave oversensing and decreased sensing. Xray imaging showed that the lead was dislodged. The patient presented for a lead revision procedure. During the procedure, the lead's helix would not extend and could not be re-positioned. The lead was explanted and replaced. The patient condition was stable.